Event description:
A registered nurse (rn) reported to fresenius that a clic blood chamber leaked approximately twenty-five minutes into a patient¿s hemodialysis (hd) treatment. A droplet of blood was noted on the exterior of the crit-line blood chamber at the glued connection just below the blood chamber body. There were no machine alarms. The blood was wiped off, and the treatment was able to be continued without further problems. The rn said no new blood appeared. There was no visible damage noted at the leak location. There were no issues noted during the prime. The patient was able to complete their treatment with the same setup. Estimated blood loss from the leak was reportedly immeasurable; the rn estimated there was less than 1ml of patient blood loss. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.